Event description:
Narrative for FDA medwatch report ¿ freestyle libre 3+ I am reporting multiple ongoing safety and performance issues with the freestyle libre 3+ continuous glucose monitor (cgm) manufactured by abbott. I have experienced the following recurring problems across several sensors: premature adhesive failure: the sensors regularly fall off well before the intended 15-day wear period. I have used additional medical adhesive products such as skin tac and waterproof coverings (e.g., grifgrips), but the sensor still detaches early. On one occasion, I woke up to find the sensor had torn out of my arm in my sleep, resulting in bleeding. Inaccurate glucose readings: I have experienced frequent false hypoglycemic readings, which are dangerous and misleading for someone with diabetes. The device has often shown glucose levels as critically low when they were not. This compromises my ability to safely manage my condition. Sensor failure due to minor impact: the sensor needle bends or dislodges easily from minor bumps to the arm, causing it to stop working and forcing me to replace it prematurely. On multiple occasions, the sensor has simply stopped working without cause or warning. Despite these repeated failures, abbott has refused to replace the most recent sensor, citing my history of previous contacts regarding defective sensors as the reason for denial. I find this unacceptable, particularly because I have followed all product guidelines and used additional adhesives and protective measures. Their refusal to stand by their product directly affects my health and safety. I am aware of the FDA's recent recall involving freestyle libre 3 sensors, and I believe the libre 3+ is experiencing similar or related issues. My insurance provider (healthpartners) only covers this cgm, leaving me with no alternative but to rely on a faulty device. I am requesting FDA review and investigation into the continued product failures and abbott's unwillingness to address them despite clear documentation of risk and performance issues.